Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported severe corneal haze in a patient's right eye post photo refractive keratectomy (prk). The patient's sister also had the same surgery the same day using the same technique and developed the same issue. The surgeon informed that the cornea's are almost white. Upon follow up, a clinical applications specialist reported issues are believed to have nothing to do with the machine. It is a thought that corneal reaction from laser ablation could be due to corneal sensitivity or severe allergic reaction and the surgeon not prescribing steroid drops post operatively. There are two related reports for this facility. This report addresses the patient ne's right eye and another manufacturer report will be filed for her sister's eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).